Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported their interstim would not turn on, all they got was a full battery with an arrow pointing to a dead battery when they installed fresh batteries fully charged. The patient wondered if the healthcare professional (hcp) locked their device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.